Event description:
It was reported that the ilet did not charge when placed on the charging pad and the indicator light would not remain a steady green, consistent with a charger not functioning and a charging system component issue. Symptoms included no adverse clinical effects and stable glucose. Outcomes included no impact to health and no need for medical care. Investigation included technical troubleshooting and education with the user. Investigation of this case revealed a likely faulty charging pad. It was concluded that replacement of the charging pad was required and replacement supplies were shipped.